Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that the reservoir was empty, even though reservoir had twenty units remaining. Customer does not recall any significant events leading to the error. Customer was not able to troubleshoot at the time. Customer's blood glucose was 266 mg/dl at the time of incident. Customer was advised that the reservoir will be replaced and agreed to return the product for analysis.